Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the implantable cardiac monitor picked up fine noise, which was recorded as atrial fibrillation episodes. The patient would continue to be monitored. The patient was in stable condition.